Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery four yrs ago, she has experienced halos and starbursts. Her surgeon told her to "wait a year and it would clear up". Two years following the implant surgery, the surgeon performed a yag laser hoping to resolve the halos. The consumer reported that two years later [at present], she is still unable to drive at night. She also reported having to wear multifocal contacts because the multifocality benefits [of the iol] "never materialized". Add'l info has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. The root cause cannot be determined by the investigation. Add'l info was requested on (B)(6) 2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).